Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the diamondback 360 coronary orbital atherectomy device (oad) and the viperwire advance coronary guide wire with flex tip were used for treatment of mildly tortuous lesion in circumflex artery (cfx) obtuse marginal (om) from the first om through right femoral artery access with 6fr sheath. The vessel was primary wired with unspecified guide wire which was exchanged for the viperwire. There was some wire bias and getting the wire was difficult initially. Several unspecified support catheters were needed to traverse the anatomy. At the end of the procedure following three low-speed treatments and one high-speed treatment the distal radiopaque portion of the viperwire tip was sheared off. The oad crown jumped during the third treatment, but did not make contact with the viperwire spring tip. The operator suspected the interaction with the catheter was the cause of the viperwire fracture. The tip of the viperwire was not retrieved, since this occurred toward the end of the procedure. The tip was stented to the wall without any concern for long-term complications.

Event description:
It was reported that the diamondback 360 coronary orbital atherectomy device (oad) and the viperwire advance coronary guide wire with flex tip were used for treatment of mildly tortuous lesion in circumflex artery (cfx) obtuse marginal (om) from the first om through right femoral artery access with 6fr sheath. The vessel was primary wired with unspecified guide wire which was exchanged for the viperwire. There was some wire bias and getting the wire was difficult initially. Several unspecified support catheters were needed to traverse the anatomy. At the end of the procedure following three low-speed treatments and one high-speed treatment the distal radiopaque portion of the viperwire tip was sheared off. The oad crown jumped during the third treatment, but did not make contact with the viperwire spring tip. The operator suspected the interaction with the catheter was the cause of the viperwire fracture. The tip of the viperwire was not retrieved, since this occurred toward the end of the procedure. The tip was stented to the wall without any concern for long-term complications. Additional information was received indicating the oad crown jumped forward. The operator was not advancing against resistance. There was difficulty advancing the viperwire initially.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot-specific issue. Based on the information received, the investigation determined that the reported device damaged by another device, material separation, difficult to advance and foreign body in patient resulting in unexpected medical intervention appears to be related to operational context. In this case, it is possible that the reported device damaged by another device, material separation, difficult to advance and foreign body in patient resulting in unexpected medical intervention is due to device placement and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: b5, g3, g6, h2, h6 h6: code 2920 added, codes 4118, 3233, and 11 no longer apply.